Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The downstream occlusion (dso) sensor was intermittent and was replaced.

Event description:
One pump was returned and analysis found that the downstream occlusion sensor was intermittent. There was no patient involvement.